Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy savary- gilliard wire guide. After positioning the endoscope in the pt's esophagus, the wire guide was advanced into the endoscope. The endoscope was then removed leaving the wire guide in position. The dilator was lubricated and loaded over the wire guide, but resistance was encountered. The procedure was completed using these devices. When the wire guide was removed, a kink was noted in the wire guide. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The wire guide exhibits a kink 86cm from the distal end. The appearance of the wire guide (i.e. Kink) suggests additional pressure and been applied to this device. During our evaluation, a savary-gilliard dilator was advanced over the wire guide. Slight resistance was encountered during advancement of the dilator over the kink in the wire guide. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this info , the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: a kink in the wire guide can occur if the device experienced excessive pressure during use and/or general handling. A kink in the wire guide can also occur if the wire guide is placed in a tight coil during handling of the product. A kink in the wire guide is the most likely cause for the report of difficulty with dilator advancement. Prior to distribution, all savary- gilliard wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior shipment. Corrective actions: no corrective action warranted at this time because this occurrence may be product handling related. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.